Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician met difficulty advancing a ruby coil through another manufacturer's microcatheter. While advancing against resistance, the ruby coil unintentionally detached. The microcatheter was removed and the detached ruby coil was removed from the catheter. The physician then placed the microcatheter in the patient and attempted to advance a new ruby coil. The ruby coil met resistance and was removed. The physician decided to use a penumbra system px slim delivery microcatheter. The physician met resistance while advancing two more ruby coils and they were not used. The procedure successfully continued using another manufacturer's coils through the px slim microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00244, 00245, and 00246. The hospital discarded the device.